Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a hypoglycemic event which lead to hospitalization. Patient was placed in an induced coma and it was indicated that they were in bad condition. At the time of the event, the patient was wearing the dexcom continuous glucose monitor (cgm). However, there was no reported device malfunction. No additional event or patient information is available.